Event description:
The facility reported a colleague pump with failure code 500. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 500 was confirmed and duplicated due to the stop button on phm (pump head module) keypad. The phm keypad was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been serviced by baxter prior to this event. No exception were noted during the manufacturing of this device. (B)(4)